Event description:
Display - backlight failure (device issue). Case description: this initial device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called ikaria regarding a device issue with inomax dsir# (B)(4). The device was not on a patient. The rt reported a blank display screen following boot up. The audible tones were present as normal. The rt also stated as she selected the proper button locations on the screen, she could hear beeps as it responded. The green power light is illuminated, but the display screen remains black. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service investigation. Investigational results were received on 17-nov-2014. Case comment: on 20-nov-2014: the device was not in use at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR# 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). Device investigation was completed on 17-nov-2014. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. Service log review reveals a delivery failure (df) alarm for backlight current below minimum (minimum: 800 counts, actual value 592 counts). Regional service center (rsc) investigation confirmed the reported complaint of a blank display at boot up and replaced the inverter board and the pca main board. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00023).